Event description:
It was reported "that four days after the initial placement of a feeding tube, the feeding tube fell out of the stoma." The physician replaced the device with a new device to continue feeding the patient. Additional information received 07-aug-2025 stated when the stoma site started to close the provider inserted a foley catheter to prevent the stoma site from closure.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned. A review of the device history record and UDI number are in-progress. All information reasonably known as of 02-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30289672, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The reported device was returned and evaluated. The molded head, tube and balloon appeared to have some discoloration on the exterior and interior of the device. The original packaging was not returned with the device. The balloon was filled with 7cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon was manipulated in order to try and identify a leaking area on the device. No leakage was observed. The water was then extracted; the balloon was filled with 7cc of colored liquid (water mixed blue dye). The filled sample was placed in a designated location for 30-minutes. The sample was re-evaluated after 30-minutes and there was no sign of a visible leak or burst in the balloon or anywhere in the device. Subject sample provided was evaluated and no failures were detected in the device returned; unable to confirm or duplicate the reported incident. Root cause could not be determined. All information reasonably known as of 26-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.